Event description:
Customer's mother's called to report that she did not think her daughter's pod was working properly. The customer's blood glucose levels ranged between 240 mg/dl - high no lot# provided. She stated she discarded the pod and it was close to the pod expiration. Customer's mother stated the cannula was inserted in the site when the pod was removed, but the cannula was also bent. She stated there was no blood around the site or in the cannula. Customer was able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.